Event description:
It was reported to boston scientific corporation that a rx needle knife xl was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the needle knife was advanced, and the cut was performed. When the needle knife was retracted, the needle broke away from the instrument and remained inside the patient. The broken piece was removed from the ampulla using biopsy forceps. However, when the forceps were removed from the scope, the broken piece was no longer within the biopsy forceps. It was reported that a second attempt to retrieve the broken piece was not performed. The broken piece was not seen for the remainder of the procedure and was not found when the scope was cleaned. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of needle knife break. Imdrf patient code (B)(6) is being used to capture the reportable event of unretrieved device fragment. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (biopsy forceps). Block h11: investigation results the returned rx needle knife xl was analyzed, and a visual and microscopic inspection found that the needle was blackened and broken, the broken section was not returned. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the needle (wire) was broken and blackened. Based on this condition, it can be determined that current was applied to the device, it is likely that the technique used, the patient anatomy, interaction with the scope or additional devices, also if it was exceeded the maximum of voltage or if the cutting wire was not in constant motion as per IFU states, therefore these procedural factors could have contributed to the broken wire leading to an extension problem as well due to the missing broken section. It was also mentioned that fragments of the needle remain in the patient, the needle knife was removed from the ampulla using additional device (biopsy forceps). The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a rx needle knife xl was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the needle knife was advanced, and the cut was performed. When the needle knife was retracted, the needle broke away from the instrument and remained inside the patient. The broken piece was removed from the ampulla using biopsy forceps. However, when the forceps were removed from the scope, the broken piece was no longer within the biopsy forceps. It was reported that a second attempt to retrieve the broken piece was not performed. The broken piece was not seen for the remainder of the procedure and was not found when the scope was cleaned. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of needle knife break. Imdrf patient code e2008 is being used to capture the reportable event of unretrieved device fragment. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (biopsy forceps).